Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned.

Event description:
Patient reported left hip discomfort and wants to know if parts are subject to a recall.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is noted that the patient is also inquiring if the device are subject to a recall. Based on the catalog and lot code provided the device reported is not subject to product recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: accolade tmzf hip stem #0; cat# 6020-0030; lot# 25617101; delta v-40 ceramic head 32/-4; cat# 6570-0-032; lot# 33285501; trident psl with purefix ha 50mm; cat# 542-11-50e; lot# mjhtdj; 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mhe12k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reported left hip discomfort and wants to know if parts are subject to a recall.